Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 93 mg/dl, 97 mg/dl, hi (greater than 600 mg/dl) and another hi when all tests were performed within 10 minutes on the advantage system. Reporter stated that within 10 minutes of both hi results, she also obtained results of 146 mg/dl and 206 mg/dl on the same advantage system. No actions were reported taken or treatment rec'd. A request was made for the return of the affected product.